Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was in the 220 mg/dl range, and the meter bg reading was 343 mg/dl. Reportedly, the customer was not performing calibrations correctly. The customer was entering bg calibrations into the bolus menu. Tandem educated the customer on how to properly perform a calibration. Customer performed a calibration and readings became accurate. No additional patient or event information was available.